Manufacturer narrative:
Product event summary: the controller with unknown serial number was not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Based on historical review of similar events, a possible root cause of the reported event may be attributed to a faulty component. This event was reported in the q4 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the controller exhibited a controller fault alarm. The controller remains in use. No patient complications have been reported as a result of this event. This event was reported in the q4 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.